Manufacturer narrative:
The patient ID, age,/date of birth and weight are unknown. However, it was reported that the patient was over 18 years of age. (B)(4) (won't close). (B)(4) for the reported event of jaws won't close. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2011. According to the complainant, during preparation, it was noted that the jaws of the device were in the open position when they were removed from the package. The device was tested and the jaws would not close. Additionally , the account reported that the device may have been crushed while in the or supply closet. The procedure was completed with another of the same radial jaw 4 biopsy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.